Manufacturer narrative:
Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead exhibited a rising thresholds and diaphragmatic stimulation. No actions were taken or scheduled. The lead remains in use. The patient is a participant of the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.